Event description:
During a polypectomy procedure, a portion of the cutting wire broke and detached in the pt. The detached portion was retrieved with another device with no complications. Pt condition is fine.